Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that after inflation of the device the device did not inflate. As a result, the iab was removed and replaced in the same insertion site (right femoral artery). There was a reported 15 minute delay / interruption in intra-aortic balloon pump (iabp) therapy. The length of time prior to the event is listed as 30 minutes. The delay / interruption in therapy did not cause harm to the patient. The patient was not injured. The patient outcome is listed as recovered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after inflation of the device, the device did not inflate. As a result, the iab was removed and replaced in the same insertion site (right femoral artery). There was a reported 15 minute delay / interruption in intra-aortic balloon pump (iabp) therapy. The length of time prior to the event is listed as 30 minutes. The delay / interruption in therapy did not cause harm to the patient. The patient was not injured. The patient outcome is listed as recovered.